Manufacturer narrative:
The device was not returned to olympus and had no plan to be. The customer's allegation could not be confirmed and it was suggested to the customer to dispose of the device or be prepared by a local third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unclear when the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause could not be directly determined, but is most likely due to thermo-mechanical fatigue, wear and tear or improper handling. The event can be detected and prevented by following the instructions for use which state: 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). No other issues were found as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the resection sheath, 24 fr had the distal end broken. The issue was found during preparation for use. There were no reports of patient harm.